Manufacturer narrative:
The event was first reported by the facility's ICU & inpatient services manager to our local clinical application specialist. The complaint was then escalated internally to iradimed regulatory affairs. Iradimed has performed due diligence to gather additional details. Our investigation has included: phone calls: attempts were made to contact the ICU & inpatient services manager on april 10, 2026, and may 15, 2026, but contact was not established. Email correspondence: correspondence was initiated on (B)(6) 2026, with a follow-up sent on (B)(6) 2026. The manager responded on (B)(6) 2026, providing the clinical details of the patient's outcome. Through this april 17, 2026 response, iradimed became aware that the event involved a medical intervention via acute respiratory support. Subsequent manufacturer follow-up and preliminary evaluation indicated that the customer requested setup support and noted that the inability to monitor the arterial line was due to the site not having purchased the required adapter when they initially acquired the device. To date, no device malfunction has been identified. This investigation is ongoing. Despite several due diligence attempts, the customer has not provided the specific device identification or serial numbers. Iradimed is filing this initial report based on the clinical awareness gained on april 17, 2026, and a supplemental report will be submitted upon the formal conclusion of our investigation or if the serial number is recovered.

Event description:
It was reported that during an ICU-to-MRI patient transfer, the patient's pulse oximeter provided stable readings on the transport monitor but failed to provide a reliable reading when switched to the MRI monitor. Staff also attempted to connect the patient's arterial line to the MRI monitor but were unsuccessful. During troubleshooting, the patient's spo2 status deteriorated. The patient was reconnected to the transport monitor (which resumed normal readings), the MRI was canceled, and the patient was returned to the ICU due to clinical instability. No permanent or serious injury was reported.